Manufacturer narrative:
Concomitant medical products: product ID :3058, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator . (B)(4).

Event description:
The manufacturer representative reported that all of the right side on the patient was infected and explanted on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.